Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the insulin pump had a no delivery alarm. Caller reported that the customer changed the site three times and the alarm persisted. Blood glucose level at the time of the incident was 250 mg/dl. The caller will not return the device for analysis.